Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient's implanted infusion pump containing prialt (25 mg/ml at 2.803 mcg/day). The indication for use was spinal pain. It was reported that the patient's previous managing hcp was no longer in practice, so the patient was unable to have the pump filled and missed a refill. The empty pump alarm reportedly occurred, and the hcp did not have prialt ordered, so she was thinking of filling the pump with saline. It was reviewed that if the pump was filled with saline, then a bridge bolus should be performed, and the hcp sated that she might not fill the pump with saline in that case. Other considerations were reviewed, including why no priming is needed, dosing considerations, refilling and monitoring for volume discrepancy and efficacy, catheter and tubing patency/damage, aspirating the reservoir, and putting the pump at minimum rate. The hcp was redirected to follow-up with the patient's managing hcp. The hcp requested help silencing the alarm, but stated that they might not silence the alarm at the time of report as the patient may not come back to them. No patient symptoms were reported, and no further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider on 2017-may-16. It was reported that no actions or interventions were taken yet as the office was waiting to get approval for the pump medication from the patient's workman's comp. The empty pump and missed refill remained unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.